Event description:
During initial implant procedure, a loss of capture and loss of sensing were noted on the right ventricular (rv) lead. The rv lead was explanted and damage at the suture sleeve was noted. The rv lead was replaced successfully. The patient was stable.

Manufacturer narrative:
The reported events of loss of capture, loss of sensing and damaged at the suture sleeve were confirmed. As received, a complete lead was returned in one piece. During electrical testing, conductor shorts was found at the suture sleeve tie location. Destructive analysis was performed, and visual inspection found inner insulation damage at the suture sleeve tie impression region consistent with damage due to suture tie down forces. The cause of the reported events was isolated to the inner insulation damage due to suture tie down forces.